Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced poor retraction. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that needle retraction was poor (the response was slow) and these affected products cannot be used.

Manufacturer narrative:
H6: investigation summary: bd received (B)(4) 24 gauge insyte autoguard devices from lot 2129661 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible physical damage to the units. Next, the engineer inspected the unit's tip adhesion and needle retraction. The units retracted successfully with no delay observed or resistance felt. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined for this issue.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced poor retraction. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that needle retraction was poor (the response was slow) and these affected products cannot be used.